Event description:
It was reported that the lesion site was located in the proximal left anterior descending artery. The lesion site was characterized as being mildy tortuous and calcified with 85% stenosis. Predilatation and ultrasound was performed with a non-abbott balloon catheter prior to the placement of a xience v stent. The voyager nc was then used for post-dilatation, upon which the balloon ruptured at 14 atmospheres at first inflation. Post-dilatation was therefore completed with a non-abbott balloon catheter. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: lifespear 2.5-15, guide wire: sion blue,runthrough hypercoat, guide cath: radiguide jl 3.5, stent: xience v 3.0-23. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, mildly calcified and 85% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported rupture cannot be determined.